Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 17-feb-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. There were multiple requests for information but to no avail. Method date collected result sample positive/negative I-stat (B)(6) 2026 11:38 28.7 a positive I-stat (B)(6) 2026 12:25 36.4 b positive I-stat (B)(6) 2026 13:28 12.8 c positive lab (B)(6) 2026 11:07 < 3 ng/l d ni positive cut-off value for I-stat hs-tni test: non-sex specific of 21.0 at all sites there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of (B)(4) rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25218a.